Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07977.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07977. It was reported the patient ((B)(6)) has been receiving inadequate therapy due to high impedance on one of their leads. In turn, the doctor decided to explant both leads. The patient will be implanted with a replacement lead or leads on a future date.